Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). On an unreported date in 2012, the patient was hospitalized for peritonitis. Treatment was not reported. The cause of the peritonitis was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. The product is unknown at this time. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers h11g25033, h11f08064, h11g12049, and h11j24049 (product codes 5c4482 and 5c4483). No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.